Event description:
It was reported by service report that the flip up handle was broken on the left side of the stair chair. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Flip up handle.